Manufacturer narrative:
The zoll catheter was returned to zoll for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
A male patient weighing (B)(6) kg was hospitalized on (B)(6) 2017 with head trauma and underwent treatment for fever control. Cool line catheter was inserted into the internal jugular vein of the patient to begin treatment. Treatment was finished four days later ((B)(6) 2017) but the cool line catheter was not removed and the chemical-infusion lumen was used as a cv catheter. Next day, (B)(6) 2017, the chemical (propofol) was found to be leaking from the catheter insertion point and leak could not be stopped. The catheter was removed. No patient consequences were reported.

Manufacturer narrative:
Evaluation of the returned cool line catheter could not confirm the customer reported complaint. The returned catheter is working as intended for use. Visual inspection of the returned catheter was performed. No abnormalities with the catheter were seen. During functional testing, the catheter was connected to a pressurized inflation device. Capping the "out" luer and connecting the "in" luer to the pressure inflation device. The catheter was pressure was increased up to 100psi and no leak was observed. Following the tests, all balloons deflated successfully without any issues. During manufacturing all cool line catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Probable causes of the reported issue could be due to the catheter may have moved so that the proximal port was no longer in the vein. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for cool line catheter with lot number 64010.